Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to corroded force senor and corroded motor home switch. The insulin pump was received with corroded electronic assemblies. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. The insulin pump was received with cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they had experienced a critical pump error after the device was dropped in a toilet. The customer¿s blood glucose level was 105 mg/dl at the time of the incident. The customer returned the product back for analysis.